Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 500 instrument generated erroneously low complete blood count (cbc) results in automatic mode with instrument generated flags including partial aspiration flags for multiple runs of one (1) patient. The operator reran the same specimen and reported erroneous results out of the laboratory. The physician questioned the results. The patient was redrawn and the initial draw and redrawn results recovered similar low cbc results in the automatic mode of operation. The operator reran both the initial and redrawn specimen in the secondary mode and recovered higher cbc results, which the customer considered correct. A corrected report was sent out. The results provided by the customer are shown in the attachment section of this report. There was no effect to patient treatment. There was no death or serious injury associated with this event.

Manufacturer narrative:
The specimens were collected in 5 ml bd vacutainer tubes. The specimens were mixed for 5 minutes on a mixer and then sampled. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The unit is currently performing within qc specifications with respect to control and reproducibility. Controls were run 6 times before this incident; 2 of the times recovered out low cbc parameters (both times in manual mode). The other 4 times control recovery was within assay limits (2 of 4 times were run in auto mode). The bec field service engineer (fse) contacted the customer on (B)(4) 2011 and the customer cancelled the service call, as the customer stated the instrument was operating appropriately. Root cause is unknown. However, the system provided system generated flags to alert the operator to review the cbc results. Per bec labeling for a partial aspiration error message the operator is to ensure sample volume, rerun the specimen, if error recurs then rerun specimen in the manual mode, clean the aspiration system and rerun the specimen. If the error persists call bec hotline. Note: as part of a retrospective review, this event was determined to be reportable.